Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to foreign material on the transducer mesh. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device did not pass the functional test. The customer was unable to provide further information complainant indicated that there was no patient involvement in the reported malfunction.